Event description:
It was reported that, "a pt had a brown milky substance in their hip. The doctor investigated the hip and found that the top edge of the ceramic liner was either cracked or worn away. No infection found."

Manufacturer narrative:
Additional info has been requested and if received will be provided in a supplemental report.